Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubie pockets for half height drawer 3.2 were missing in storage configuration and test software. A field service engineer ejected all pockets and cleaned debris underneath; performed reboot, pockets were restored, tested functionality and had the customer to recover the drawer and test successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device not detected on bus. The drawer recovery attempts, reboot, and power cycle was performed by the customer, but it did not resolve the issue. The customer stated that this malfunction occurred while dispensing medications to the patient and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this incident.